Event description:
The customer reported via phone call that their insulin pump would not turn on. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Failure analysis was unable to verify off no power alarm due to blank display. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.